Event description:
A report was received that the patient¿s ipg would not hold charge. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s ipg would not hold charge. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.